Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the plastic distal end cover. Additionally, there was white residue in the air water supply(auxilary channel, air/water channels and air/water cylinder. There was no patient involvement.